Event description:
It was reported that pump displayed malfunction alarm due to detected software error, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if any malfunction alarm occurred again.